Manufacturer narrative:
A steris service technician inspected the processor and found that wire crimps to the recirculation pump evidenced signs of heat damage. One of the wires on the recirculation pump was not properly crimped causing the wire to overheat and melt the protective sleeve on the wiring. The technician repaired the damaged wiring, ran a test cycle and confirmed the processor to be operating properly.

Event description:
The user facility reported that a burning smell was emitting from their reliance eps. No smoke was observed. No report of injury or procedural delays or cancellations.